Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed nonsustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made. The patient condition is fine.